Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated severely calcified lesion (90 percent stenosis degree) in the lad. During delivery of the device, strong resistance was felt due to the severe calcification. Even with an extension catheter, the device did not pass the lesion. When the catheter was removed and the stent was checked, scuffing (deformation) of the stent edge was confirmed. Another stent was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.